Event description:
Boston scientific received information that during a routine follow-up visit, this device and right ventricular (rv) defibrillation lead revealed noise and oversensing. In addition, a ventricular loss of capture (loc) greater than two seconds of aystole and pacing inhibition was observed. The noise was able to be reproduced which confirmed the cause of oversensing and pacing inhibition. This patient is pacemaker dependant, therefore the device was reprogrammed which resolved the issue of oversensing. All measurements were normal and within range. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
The device and lead were reprogrammed and remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.